Event description:
It was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided. With no further actions documented.